Event description:
It was reported that during implantation of the continuum shell, the impactor broke at the threaded portion where the shell attaches. There was no harm to the patient and the procedure was completed using another impactor. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the threaded tip of the inserter is fractured. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that during implantation of the continuum shell, the inserter broke at the threaded portion where the shell attaches. There is no additional information available at the time of this report.